Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-22240, related manufacturer reference number: 2017865-2022-22242 it was reported the patient deceased. A remote transmission received via merlin.net revealed the pacemaker was undersensing ventricular tachycardia and exhibited atrial loss of capture. The cause of death was unknown.